Event description:
It was reported that the device exhibited an error code. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device: operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: b5: additional information was received by the manufacturer on 19-sep-2022 via email and attached in the complaint object: there was no patient involvement and the event happened during bench test. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. Functional evaluation to include non-destructive analysis of the pump was performed. Error codes were not found in the device event history log. Results: the customer reported problem was not duplicated. During the functional test in multi-user mode, the motor passed the test and was able to run as intended. Root cause of the reported event would be attributed to preventive maintenance on the motor. Who caused the reported event to occur is unknown and could not be determined. As a preventive measure, the motor will be replaced. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.